Manufacturer narrative:
This report is filed on july 02, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 for an unknown reason. It is unknown if another device was implanted. More information has been sought.